Event description:
The customer reported via phone call that the customer experienced low blood glucose, which required treatment with glucose. The customer's blood glucose was 80 mg/dl. The customer stated that she had had issues related to the infusion set and its use. She stated that she had not taken the cap off the infusion set and did not insert it correctly. She reported that the second time she inserted the infusion set, part of it was in her body and the other part was in the serter. She declined to troubleshoot for any of the issues, stating that she was still learning. She was advised that the infusion sets and reservoirs would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.